Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that after being turned off, the device made a beeping noise. It was later clarified that upon powering on the device, it displayed an ECG error. There was no patient involvement.